Event description:
There was no delay in the procedure and patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and d10 (therapy date). Additional information added to field b5, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint e117 error code was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit had an e117 error code (an olympus tv error). The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.